Manufacturer narrative:
Through follow-up, it was learned that a zxr00i0225 serial number (B)(4) was implanted into patient's right eye. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had refractive lens exchange on both eyes. The patient had a bilateral symphony lenses implanted. The patient's visual acuity post operative is 20/20 on both eyes, with no refractive error, and has excellent distance and near vision. However, when driving at night she says she gets extreme disabling halos and starbursts around oncoming headlights. She is now about three months postop. The physician tried low dose pilocarpine 1%. This reduced the halos and starbursts but reduced her contrast. Turning on the vanity light in the car is minimally helpful in reducing the halos and starbursts. Patient is very happy with the far and near vision but dislikes the halos and starbursts. Physician notes the patient is on the fence about whether to explant the lenses; however, currently there is no secondary surgery/medical intervention scheduled. No further information was provided. This report will capture the symfony lens implanted on the left eye and a separate report will be filed for the right eye.